Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the overstimulation has been resolved. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) would shock them when using their recharger to turn it on. The patient further explained that the ins would hit them with so much power and they would be unable to turn stimulation down without the programmer. It was noted that the issue occurred on (B)(6) 2018. No further complications were reported or anticipated. Indication for use is spinal pain.